Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the temperature out cable was damaged and needed to get a new one.

Event description:
It was reported that the biomed stated that the temperature out cable was damaged and needed to get a new one.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported issue could not be determined. Replacement part/price provided. A DHR review is not required as the serial number is unknown. The instructions-for-use were reviewed and found to be adequate. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.